Event description:
The customer reported that the cine function was not operating properly. A loss of cine, subtraction, road-mapping, or other critical vascular functions could result I delay or termination/rescheduling of an interventional procedure. There is no report of injury or death.

Manufacturer narrative:
A ge service representative performed an investigation. The cine and hard drive were evaluated and replaced. The system software and calibration files were reloaded. The system was tested and found to be working following replacement.